Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead has over sensing. A review of home monitoring showed some cross talk on the atrial channel. It was recommended that the patient come in for a follow up.